Manufacturer narrative:
Fields updated: b4, b5, d4, d6a, g3, g6, h1, h2, h4, h6.

Event description:
Received information about a crown valve cna23 that was explanted on (B)(6) 2021 due to severe calcification in the short-term remote period. The valve was implanted on (B)(6) 2018. No further information was provided about this event.

Manufacturer narrative:
The device was returned to the manufacturer for investigation. The examination of the valve revealed a deformed prosthesis due to small intrinsic calcifications on leaflets a and b and due to a tear on leaflet b. There was pannus overgrowth on the inflow sewing ring of the valve. The leaflet c was almost totally cut during the explant. The stent and the sewing ring were covered by fibrous pannus that on the inflow side protruded 2-4mm into the lumen, narrowing the annulus, and contributes to stenosis. The pericardium of leaflets a and b was thicker than normal due to pericardial degeneration. Large pericardial delamination was detected in leaflet b. Reddish areas due to coagulated blood entrapment were present on all surfaces. Some intrinsic calcifications were visible in leaflets a and b. Scars and/or mesothelial delaminations were visible where intrinsic calcifications became extrinsic. Whitish and yellowish areas due to tissue alterations were detected on both prosthetic sides. The mesothelial surfaces of leaflets a and b were locally wrinkled. Mesothelial delaminations were visible on almost all surfaces. On leaflet a, at post 2 there was a hole. On leaflet b, a 5mm long tear was present at post 3. At post 2 there was a hole. On leaflet c, was almost totally cut after the explant. Probably there are two tears along the adherent margin, starting from the free edge, at both struts. Histological analyses were performed on samples taken from leaflets a and b. In leaflets a and b, alizarin red s stain showed the presence of intrinsic and-or vegetating calcifications. In leaflets a and b, hematoxylin and eosin stain showed that the pericardium was thicker than normal because the collagen bundles were disrupted, defibrated and homogenated; because the collagen bundles showed a bubbly aspect and because cholesterol clefts were detected. A pericardial fold was detected on leaflet b. Pericardial delaminations were detected on leaflets a and b. Bacteria were not detected with the gram stain. Furthermore, the manufacturing and material records for the crown prt aortic pericardial heart valve, model#: cna23, s/n#: (B)(6), as they pertain to the reported event, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a crown prt aortic pericardial heart valve at the time of manufacture and release. This crown valve was explanted after 3 years and 5 months due to a reported prosthetic calcification. Leaflets calcification, detected with visual, x-ray and histological analyses, caused stiffening and led to progressive valve stenosis. Pannus tissue overgrowth into the inflow lumen also contributed to valve stenosis. Aortic insufficiency likely resulted from a leaflet tear and inadequate leaflet coaptation caused by calcification of the leaflets. There was no evidence of endocarditis in the returned valve. As reported in the scientific literature, structural dysfunction is the major cause of failure of bioprosthetic heart valves and the principal underlying pathologic process is cuspal calcification. Calcification can also cause stenosis due to cuspal stiffening. Calcific deposits are usually localized to cuspal tissue (intrinsic calcification). Histological analysis showed the presence of lipid infiltration (cholesterol clefts) in the pericardial tissue. This lipid infiltration, as supported from the scientific literature may contribute to localized leaflet stiffness, and if associated with a degeneration of collagen fibers, as detected in the samples from this valve, may also lead to leaflet tearing. It is possible that the patient¿s clinical history and risk factors may have contributed to the structural valve deterioration observed in this crown valve. However, little clinical history was provided. It should be noted that structural valve deterioration is listed as a possible adverse event in the crown valve IFU. The event is, therefore, a known inherent risk of the device.

Event description:
Received information about a crown valve that was explanted on 02 (B)(6) 2021 due to severe calcification in the short-term remote period. No further information available at this time, including implant duration, patient outcome, replacement valve, or other relevant details.